Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt gelled/broken connector) has been confirmed. Upon evaluation, the electrode belt trunk cable connector locking nut was missing and the pins in the connector were bent. The cause for gel deployment is due to disconnecting the belt while missing the locking nut on the trunk cable connector. The root cause for the missing nut cannot be positively identified but is likely due to excessive force. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the electrode belt connector was broken and when she tried to disconnect the belt from the monitor, the belt gelled. The patient was provided with a replacement electrode belt.